Event description:
The customer states that an axsym bhcg result of 23 miu/ml was reported on a pregnant patient from a specimen drawn. The patient was drawn again one day later and the axsym bhcg result was 900 miu/ml. The customer then retested the first specimen and the result was 623 miu/ml twice. A corrected report was issued and the physician was contacted. No impact to patient management was reported.